Event description:
Following insertion of filter into inferior vena cava, a venacavogram demonstrated that the filter was entirely within the inferior vena cava and had not been released inside the iliac vein and had not expanded. Several attempts to gently maneuver the filter into an open position by brushing against it with the filter delivery system were unsuccessful a second suprarenal inferior vena cava filter was placed. The first filter could not be removed and remains in the infrarenal location in a partially open position.